Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified the device was broken shell, dark ring, fold creases, and missing shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken crease, wear abrasion, and stress marks. Based on the device analysis the final assessment was a sharp broken crease in the posterior side assessed as fold flaw opening, and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.